Manufacturer narrative:
Device not returned to manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the snap ring on the double star mount adapter was damaged resulting in the fixing screw coming off easily. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
Product analysis: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the retainer ring has been damaged. As a result, the attachment screw is no longer captive, but still mounts without issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.